Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor did not properly shuttle. No additional details were provided. This was discovered during a procedure, with no reported patient harm. Additional information has been requested on 06/03/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
Additional information was received: on (B)(6) 2025, during a labral repair procedure, the initial anchor failed to advance, and the repair stitch broke during shuttling. This issue was identified after the stitch had been placed. To complete the repair, the surgical team utilized an additional anchor: ar-3636 knotless 1.8 fibertak soft anchor. The procedure continued without delay, no additional anesthesia was required, and no adverse effects were reported during or following the surgery.